Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor was going blank causing a loss of live image. There is no report of pt injury.